Event description:
It was reported that the door of a novum iq large volume pump would not open; however, the system alarm indicates that the door is open. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the door was noted to not open when slide clamp was pressed on the slide clamp assembly. The reported condition was verified. After pulling the door with a little force, the door was able to open. Confirmed that the door latch bar does not slide when slide clamp was pressed. The latch bar holes were cleaned of the dried fluids, re-tested the door latch mechanism and confirmed that the door is working as intended. Cleaned the tubing area with alcohol. The cause of the condition could not be determined. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.